Event description:
Primary stability not achieved, no thread tap used, immediate implantation - low insertion torque. Needed to load immediately. Inadequate insertion torque. Removed on day of surgery. Placed a larger implant (5.0).